Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2019-10195, related manufacturer report 1627487-2019-10199. It was reported that patient had patient experienced penile pain post device system being implanted. Patient denies any traumas and falls. Upon x-ray review, device system was in the correct location. Device system was explanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.